Manufacturer narrative:
(B)(4). A lot history record review was completed for the reported product lot number. There were no ncmr¿s for the reported lot number. The device has been returned to the factory and is being evaluated. A supplemental report will be submitted when the evaluation is completed.

Event description:
The hospital reported that during preparation for an endoscopic vein harvesting procedure, vasoview hempro 2 with vasoshield tip was bent. A replacement device was used to complete the procedure. No patient involvement.

Event description:
The hospital reported that during preparation for an endoscopic vein harvesting procedure, vasoview hempro 2 with vasoshield tip was bent. A replacement device was used to complete the procedure. No patient involvement.

Manufacturer narrative:
(B)(4). The device was returned to the factory for evaluation. A visual inspection was conducted. Signs of clinical use with evidence of blood were observed. The cannula and the harvesting tool were both returned to the factory for evaluation. The scope wash tube connected to the c-ring was observed to be bent but not cut nor detached. Microscopic inspection showed the heater wire on the hot jaw was flexed away at the middle area but remained attached to the tip and base of the jaw. The boot silicone insulation on the jaws appeared intact. Based on the returned condition of the device and evaluation results, both reported failures material twisted/bent (heater wire and cannula) were confirmed. Specific actions for the reported failure material twisted/bent (heater wire) are being maintained and documented under maquet¿s failure investigation report (fir) system.